Manufacturer narrative:
Concomitant medical products: equinoxe, humeral stem primary, press fit 13mm (cat# 300-01-13 / serial# (B)(4)). Equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(4)). Equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(4)). Equinoxe, humeral head short, 53mm (beta) (cat# 310-01-53 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the male patient had right total shoulder arthroplasty (atsa) revised to a reverse total shoulder arthroplasty (rtsa) due to prosthesis fracture. All components removed. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is available for evaluation.

Manufacturer narrative:
The revision reported was likely the result of a shear force exerted on the center cage and center polyethylene peg of the glenoid component, which allowed for the center cage and peg to fracture and detach from the polyethylene body. The shear force was likely due to weakening or complete failure of the patient¿s rotator cuff, which led to superior migration and articulation of the humeral head. Incomplete seating of the glenoid component at the time of implantation may have also played a role in this event, as the inferior posterior peripheral peg hole appears to have been drilled at an angle relative to the other peg holes. The potential incomplete seating and rotator cuff failure cannot be confirmed because no immediate post-operative or pre-revision radiographs were provided for evaluation. The most probable root cause associated with the reported event of ¿prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Also, it is associated with one or more of the rotator cuff muscles becoming weakened or torn following shoulder replacement surgery.